Event description:
Tripolar electrode didn't function after plugging in. Error unknown device or something like this (said the or worker) they changed the electrode and it was functioning properly. It was reported by a healthcare professional in switzerland that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the vapr tripolar90 suction electrode device did not function after it was plugged-in and generated an error as an unknown device. During in-house engineering evaluation, it was determined that the active tip and ceramic had evidence of residues around the suction hole and ceramic. It was further determined that the device when connected to a vapr vue generator showed ¿invalid instrument¿ initially and intermittent recognition on the generator. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). H4: the device manufacture date is currently unavailable. Investigation summary: the complaint device was received and evaluated in juarez laboratory. Upon visual inspection, no visual damages found in the tip; the cable was in good condition as well as the connector and pins. To test its functionality, when connected to the test generator, the electrode immediately showed invalid instrument error. Therefore, the device was sent to supplier for further evaluation. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device was returned in the original blister with no outer packaging. The active tip shows little sign of activation. The active tip and ceramic have evidence of residues around the suction hole and ceramic. During the electrical test, the device returned initially showed out of specification and unstable capacitance values on id1 pin, which then became stable after successive tests and gentle manipulation of the id1 pin. The device when connected to a vapr vue generator also showed ¿invalid instrument¿ initially and intermittent recognition on the generator. A DHR review has been performed for lot u2210057; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. During the evaluation of the complaint, device unstable values were observed for both electrical and functional tests, hence the customer reported defect can be confirmed. The most probable cause of the failure would be a defect inside the plug assembly overmould, pn0019997 (plug & cable assy), this is attributable to a supplier assembly issue. Incoming inspection history and integrity, it used for the assembly of the reported item with no findings. In addition to this, a quality records review over the past 24 months has shown no quality issues or changes related to this part number that could contribute to the reported failure. This product issue is already being addressed by the supplier quality to determine the root cause of the failure and implement any possible applicable actions. At this point in time, in depuy synthese mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional in switzerland that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the vapr tripolar90 suction electrode device did not function after it was plugged-in and generated an error as an unknown device. During in-house engineering evaluation, it was determined that the active tip and ceramic had evidence of residues around the suction hole and ceramic. It was further determined that the device when connected to a vapr vue generator showed ¿invalid instrument¿ initially and intermittent recognition on the generator. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.